Event description:
It was reported that the bd plastipak¿ syringehad a plunger that was broken/ sectioned, and the barrel is "kneaded" and cracked. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
1 - confirmed: bd was able to confirm/ reproduce the incident in question. 2 - samples/ photos analysis: the sample sent by the customer was verified and it was possible observe barrel damaged 3 - DHR review: it was verified the batch record and the manufacturing date for this batch was october 16th to 19th, 2017. The process inspections were performed at properly frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at assembly machine; 4 - qn review: no quality notification (qn) that could related to defect were observed. 5 - maintenance review: no maintenance record that could related to defect were observed. 6 - conclusion: the sample sent by the customer was verified and it was possible observe barrel damaged, that caused the other defects barrel cracked and plunger rod broken. The potential cause for the problem is a syringe jam on assembly machine system, causing the damaged at barrel and consequence breakage. That jam is inherent to the manufacturing process and occurs occasionally on the process. As internal action for product quality improvement will be performed for defects of damaged components and leakage. Investigation conclusion: it was performed DHR evaluation and no occurrences potentially related to the defect was observed. Based on this evaluation and the process failure analysis the potential causes for the problem is: - syringe jam on assembly machine system, causing the barrel damage. That jam on assembly machine system, which caused the barrel damaged. The defect identified from this complaint will be monitored for trend evaluation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringehad a plunger that was broken/ sectioned, and the barrel is "kneaded" and cracked. Found before use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that the bd plastipak syringehad a plunger that was broken/sectioned, and the barrel is "kneaded" and cracked. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.